Event description:
The patient reported that the buttons began sticking and causing scrolling of the display screens about a month ago. She denied exposing the pump to water and cleaning products; confirmed that the rubber keypad is intact; and stated that she wears the pump in her pocket.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.